Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 29jul2024.

Event description:
Physician reported left side capsular contracture baker grade iii, any creases, and calcified. Treatment: singulair. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Calcification: no observed. Crease folding of implant: observed creases on the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported left side capsular contracture baker grade iii, any creases, and calcified. Treatment: singulair. Device has been explanted and replaced.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii, any creases and calcified. Treatment: singulair. Device has been explanted and replaced.

Manufacturer narrative:
Continued: e.1:. Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.